Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected alarms were noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after she received a message that a button had been pressed for too long. The customer was cooking tortillas and had the insulin pump on her side when the alarm occurred.. Her blood glucose level was 220 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.